Event description:
The facility's biomedical engineer reported that the infusion pump would power on by itself without alarm. The device was received by the biomed with no additional information, and there was no report of any patient injury or medical intervention caused by this device powering on by itself. Information regarding whether or not the device was in use on a patient when the situation occurred was not available and no aditional contact information was provided.